Event description:
Reporter stated the buttons on the infusion device have required "high effort" for the past 3 days, and the check button now does not function at all. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the menu and check buttons are damaged and restricted handling of the pump is a possible implication. As result of the damaged soft components, moisture may enter the pump and cause damage to the electronics. The menu and check buttons do not respond to commands due to the contamination inside the buttons.

Manufacturer narrative:
The event occurred in (B)(6).